Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vesiculectomy on (B)(6) 2002. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2002 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), nausea ("nausea"), headache ("headaches"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia /heavy bleeding") and adnexa uteri pain ("pain ovaries") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, allergy to metals, urinary tract infection, vaginal infection, nausea, headache, weight increased, back pain, vaginal haemorrhage, menorrhagia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain- chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, perforation: fallopian tubes, allergy: nickel, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. New events added- vaginal haemorrhage, menorrhagia and adnexa uteri pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vesiculectomy on (B)(6) 2002. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2002 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), nausea ("nausea"), headache ("headaches"), back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia /heavy bleeding") and adnexa uteri pain ("pain ovaries") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, intermenstrual bleeding, allergy to metals, urinary tract infection, vaginal infection, nausea, headache, weight increased, back pain, vaginal haemorrhage, heavy menstrual bleeding and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain- chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, perforation: fallopian tubes, allergy: nickel essure insertion date provided in pif : (B)(6) 2007 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: mildly complex right ovarian cyst representing either a small hemorrhagic cyst or endometrium. Essure device is in good position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: medical record received. Reporter information and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("mastorrhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), nausea ("nausea"), headache ("headaches") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, metrorrhagia, allergy to metals, urinary tract infection, vaginal infection, nausea, headache, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, metrorrhagia, nausea, pelvic pain, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain- chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, perforation: fallopian tubes, allergy: nickel, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, bleeding metrorrhagia (bleeding b/w periods), allergy: nickel, perforation: fallopian tubes, bladder/urinary problems: uti, vaginal infection, other injuries/symptoms: headaches, nausea, weight gain. Product indication was updated. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.